Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possible cause could be hitting hard bone during insertion into the patient. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported a piece of the distal tip of the customer's clear cannula threaded broke off into the patient while inserting the cannula during a rotator cuff procedure. The surgeon removed all broken pieces out of the patient. He then used another cannula to complete the procedure with no patient consequences or delays. The complaint device was discarded by the customer. No further details were available.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report.

Event description:
The sales rep reported a piece of the distal tip of the customer's clear cannula threaded broke off into the patient while inserting the cannula during a rotator cuff procedure. The surgeon removed all broken pieces out of the patient. He then used another cannula to complete the procedure with no patient consequences or delays. The complaint device was discarded by the customer. No further details were available.